Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the air flow sensor u1 of the gds measured the air flow much too low. This led to the air flow accuracy test failing with too high delivered flow and to e/c 1203 occurring. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and e/c 1203 did not appear anymore.

Manufacturer narrative:
Patient was requested, but the customer did not respond.

Event description:
The customer reported the ventilator has no volume. The field service engineer (fse) reported that the unit displayed low leak co2 rebreathing risk at start-up. The customer reported the device was in use, but there was no patient harm reported.